Event description:
Cross action brush heads broken / popped off in my mouth while I was brushing and one of the little metal pieces came out, oral-b [device breakage]. Product counterfeit, oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the oral-b cross action toothbrush heads broke. The oral-b toothbrush head popped off in their mouth while they were brushing and one of the little metal pieces came out. No injury was reported. 09-jun-2024, follow up via digital safety assessment survey: consumer was a 30-year-old female. No injury was reported. 20-aug-2024, product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
20-aug-2024, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cross action brush heads...broken / popped off in my mouth while I was brushing and one of the little metal pieces came out - oral-b [device breakage] . Case narrative: consumer via e-mail reported that the oral-b cross action toothbrush heads broke. The oral-b toothbrush head popped off in their mouth while they were brushing and one of the little metal pieces came out. No injury was reported. 09-jun-2024 follow up via digital safety assessment survey: consumer was a 30-year-old female. No injury was reported.